Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. The field service engineer found keys were not able to be located for device and instructed to reschedule once keys are located. Checked bracket for station. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system drawer not popping out. The customer stated that they unable to access a critical med for procedures. There were no adverse events or injuries reported based on this incident.